Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (03/05/2015). The patient¿s meter has been returned on 2/19/2015 and evaluated by lifescan product analysis on 2/24/2015 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch verio iq meter read inaccurately high. The complaint was classified based on the customer care advocate (cca) documentation as the patient was unable to be contacted to obtain additional information. The patient was unable to state when the alleged inaccurate results were obtained but stated that they obtained results of on the subject meter which were ¿40-50 points higher¿ than on a onetouch ultramini meter. The results were obtained within 30 minutes of one another. The patient manages their diabetes with insulin (type, dosage and frequency unknown) and denied taking any action in response to their regular diabetes management regimen routine as a result of the inaccuracy issue. An unknown period of time after the issue occurred, the patient experienced symptoms of ¿shaky and confused¿. The patient self-treated by taking ¿novalog insulin¿ (unknown dosage) an unknown period of time later. At the time of troubleshooting the cca noted that the patient did not have control solution available to test the subject meter. The patient¿s products were requested for evaluation and replacement products were sent to the patient. This complaint is being reported because the patient claims to have obtained inaccurately high readings on the subject meter which led to them suffering symptoms which are suggestive of serious injury after the alleged meter issue began.